Event description:
Caller reported a continuous glucose monitor (cgm) error 42. Blood glucose level was not adversely impacted. Customer support guided the caller through resetting their pump, and the error did not reappear after the reset, leading to a successful start of the sensor session.